Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the upward/downward angulation control knob, due to damage, had lost its water tightness; the scope body, due to a crack, had also lost its water tightness; the upward/downward angulation control knob had a scratch; the nozzle, due to damage, had not met the standard water removal ability; the plastic distal end cover had a dent; and the connecting tube had a cut. The investigation is ongoing, and follow-up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information. This report is supplemented to provide additional information based on the legal manufacturer's final investigation. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than (three years) since the subject device was manufactured. The investigation results are as follows: we could not identify the foreign material. Based on the investigation results, the following likely led to the malfunction: the foreign material was possibly not removed since the reprocessing was not appropriately conducted due to leakage between the upward/downward angulation control knob and the scope body. A definitive root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. This issue is addressed in the instructions for use (IFU): the instruction manual gif-ez1500 operation manual chapter 3 preparation and inspection describes how to detect the suggested event. The instruction manual gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscopen had reduced angulation; there was too much friction in the large steering wheel. It felt like something was scraping against it. The device was returned for evaluation. During the assessment, the following reportable malfunction was found: foreign objects were in the connecting tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.